Manufacturer narrative:
H10 h6 the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the raw materials found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. A review of the customer provided image found the shaft of the device with a slight bend near the distal end. The anchor is not pictured. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that, during a repair of the glenoid lip in a shoulder procedure, the bioraptor anchor cracked. Backup device was available to complete the procedure. It is unknown if a delay occurred in the procedure. No patient complications were reported.